Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. Technical support provided a complete pump reset procedure and guided the caller through this process. After the reset, the pump no longer displayed the cgm error code, and the caller successfully started their sensor session. There was no adverse impact to the customer's blood glucose level.